Event description:
It was reported that a user experienced a temporary loss of dexcom g7 cgm data on the ilet pump display, with three lines appearing on the pump and no readings for at least ten minutes, consistent with intermittent signal loss between the cgm and the responsible device. Symptoms included no adverse clinical effects. Outcomes included no impact to glucose control, no alerts or alarms during the event, and no need for medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed that cgm readings resumed and were within target range, and blood glucose remained unaffected during the call. It was concluded that the event was consistent with transient communication interruption, resolved with no clinical sequelae.